Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly on multiple attempts. There was no problem detected. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no issues with the component. Reported user problems may be related to misuse or recognition errors, not a product defect. The was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Additional observation(s) not reported by site: the instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage ap proximately 0.079. There was no damage to the blade. No conductor wire damage or snake wrist damage was found. There was no excess bio debris found at the instrument tip. The blade was retracted, and the instrument was tested. The instrument was placed on the in-house system and passed the self-test after extending and retracting the blade. The instrument successfully passed intuitive motion. Common causes of the failure mode dislodged instrument blades are typically attributed to the use condition such as jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer was unable to open or close grips on a vessel sealer extend instrument. The procedure was completing as planned with no reported injury.